Event description:
It is reported that the device was implanted in late 2006 and that the patient was revised in 2009, due to recurrent dislocation.

Manufacturer narrative:
This report will be amended when our investigation is complete.